Event description:
During the preparation for a procedure, the neuron 6f delivery catheter was damaged out of the package.

Manufacturer narrative:
Results: the neuron is kinked approximately 8.0 cm from the distal tip. Conclusions: the device was returned for analysis and has been evaluated. The complaint indicates that the neuron was kinked out of the package. Evaluation of the returned device confirmed a kink in the distal tip. The neuron was advanced into a demonstration shipping tube and could not pass the kink in the distal end therefore; the neuron could not have been inside the shipping tube with the observed damage. Based on the description of the complaint and observations made during the device investigation, this issue likely occurred due to mishandling during removal from the packaging or preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.